Event description:
It was reported that the customer experienced a low blood glucose (bg) level reported in the 50s m/dl. Mg/dl. Cause was not known. Customer consumed a sandwich and drank juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.